Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and moderate tortuosity. The whisper guide wire was used with a micro catheter and during advancement, resistance was noted with the very calcified anatomy. Upon removal, there was resistance with the very calcified anatomy and the whisper guide wire tip was stuck and snapped off in the vessel. It took about 4 to 5 hours to retrieve one of the separated pieces via snare and the other piece was stented to the vessel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficulty during advancement and remvoal could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. The investigation determined the reported difficulties, treatment, and patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s heavily calcified and moderately tortuous lesions, resulting in the reported difficulty during advancement and removal. Additionally, it was reported that the wire separated during removal. Analysis of the returned wire confirmed the separation. In this case, it is likely that manipulation of the wire, when resistance was encountered, contributed to the material separation. The separated portion of the wire was embedded into tissue. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.